Event description:
It was reported when using the pyxis medstation es system pocket failed. The customer reported that the users were unable to issue the medication, causing a delay in accessing the medication for the patient. The customer confirmed that there was no harm or delay to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the rowboard cables required to be reseated. A field service engineer reseated rowboard cables to resolve. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.